Manufacturer narrative:
Block h6: problem code 2976 captures the reportable investigation result of stent loops were bent. Block h10: an ultraflex esopageal ng distal release covered stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received fully covered and undeployed. The shaft was bent in two sections and the deployment suture was raveled at the distal section. The loops of the stent were found bent. Functional examination was performed by holding the handle hub in the palm of one hand, grasping and retracting the finger ring with the other hand. By retracting the finger ring, the crocheted suture that binds to the delivery system shaft was gradually released and the stent was deployed without problems. The outer diameter (od) of the stent and the stent length were measured and were found to be within specification. No other issues were noted to the stent and delivery system. The reported event of stent failure to deploy, shaft kinked and stent deployment suture knotted were confirmed. The investigation concluded that the reported events were likely due to factors encountered during the procedure and/ or when the physician placed the stent in the esophagus. After pulling the wire, the physician may have twist the shaft and caused the deployment suture to ravel at the distal section; therefore, the stent could not be deployed. The kinked shaft may be due to the physician using force when the stent was attempted to be deployed. Additionally, the loops of the stent were bent; however, there is not sufficient information about what could be the cause for this failure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label. Block h11: block g3 has been corrected. Block h10 labeling review has been added to the device investigation result.

Event description:
It was reported to boston scientific corporation on(B)(6) 2020 that an ultraflex esophageal ng distal release covered stent was to be implanted to treat an esophageal cancer during endoscopic esophageal stenting procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the stent failed to deploy after the black stent deployment suture was being pulled. Reportedly, the physician removed the device from the patient and noticed that the delivery shaft was kinked and the stent deployment suture was twisted. The stent was removed and the procedure was completed with another ultraflex esophageal ng distal release covered stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on investigation result which revealed the stent loops were bent. Please see block h10 for full investigation details.

Manufacturer narrative:
(B)(4). An ultraflex esopageal ng distal release covered stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received fully covered and undeployed. The shaft was bent in two sections and the deployment suture was raveled at the distal section. The loops of the stent were found bent. Functional examination was performed by holding the handle hub in the palm of one hand, grasping and retracting the finger ring with the other hand. By retracting the finger ring, the crocheted suture that binds to the delivery system shaft was gradually released and the stent was deployed without problems. The outer diameter (od) of the stent and the stent length were measured and were found to be within specification. No other issues were noted to the stent and delivery system. The reported event of stent failure to deploy, shaft kinked and stent deployment suture knotted were confirmed. The investigation concluded that the reported events were likely due to factors encountered during the procedure and/ or when the physician placed the stent in the esophagus. After pulling the wire, the physician may have twist the shaft and caused the deployment suture to ravel at the distal section; therefore, the stent could not be deployed. The kinked shaft may be due to the physician using force when the stent was attempted to be deployed. Additionally, the loops of the stent were bent; however, there is not sufficient information about what could be the cause for this failure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an ultraflex esophageal ng distal release covered stent was to be implanted to treat an esophageal cancer during endoscopic esophageal stenting procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent failed to deploy after the black stent deployment suture was being pulled. Reportedly, the physician removed the device from the patient and noticed that the delivery shaft was kinked and the stent deployment suture was twisted. The stent was removed and the procedure was completed with another ultraflex esophageal ng distal release covered stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on investigation result which revealed the stent loops were bent.